Event description:
Customer reported the male luer broke while in use on a pt. Per customer, the event occurred "in (B)(6), green luer cap had been used on the male luer and when they went to disconnect, it broke." There was no harm to pt. No medical intervention was required. Although requested, no further pt or event information was provided.

Manufacturer narrative:
(B)(4). Pt info requested and all available information is included in sections a and b. This report was filed by the MFR. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.